Event description:
Healthcare professional reported a xen®45 gts event described as "needle did not retract when delivering the stent" during implantation in left eye. Surgery was completed with backup device. No eye injury noted.

Manufacturer narrative:
Device evaluation: unable to verify complaint. There was a severe bend to the needle, but no physical damage, debris, and/or anomalies were observed on the returned packaging or device. As such, functional evaluation was not possible and the reported complaint condition was unable to be verified.

Manufacturer narrative:
Device manufacture date: november 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event described as "needle did not retract when delivering the stent" during implantation in left eye. Surgery was completed with backup device. No eye injury noted.